Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown size 4 ps trial right femur. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. (B)(4).

Event description:
It was reported that the femoral condyle was cracked while the surgeon was impacting the trial femur. The broken femur condyle had to be fixed with a bone screw.